Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that, during use, the cs100 intra-aortic balloon pump (iabp) had low negative pressure alarm. There was no harm or injury reported.

Manufacturer narrative:
Updated fields - b4, d8, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Getinge field service engineer (fse) states that during inspection it was confirmed that the valve group is faulty. Considering the high cost of repair, the hospital has not considered repairing it at present. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, e1(initial reporter's name and telephone), g1, g3, g6, h2, h6, h11.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (component codes).